Event description:
Rptr indicated a pt's vns generator was explanted due to infection in 2008. The pt later underwent explant of the vns lead for infection at approximately 43 days later. The causative organism was staphylococcus aureus. It is unk how the pt acquired the infection. The pt was hospitalized with intravenous antibiotics for two days, and is currently on oral antibiotics at home. The pt had no trauma and does not manipulate the vns. The pt will be reimplanted with the vns when the infection clears.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead, prior to distribution.